Manufacturer narrative:
E1 facility postal code: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device had a scope communication error e226. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and provide a correction to the d10 field (addition of concomitant product). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of e226 error was confirmed. Based on the results of the investigation, it is likely the product specifications were not met. No new defective phenomena were found during the inspection. Cause was linked to the device, but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the device had a scope communication error e226. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.